Manufacturer narrative:
Cap side hydraulic hose at the hose fitting.

Event description:
It was reported by service report that the cap side hydraulic hose is leaking at the hose fitting. No pt involvement or adverse consequences are reported.